Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system reported that shortly following the implant of this device system, while driving on a bumpy road, the patient would consistently experience lightheadedness. On one occasion, the patient reported blacking out as a result. The patient reported that the observation was discussed with their physician. No further observations were noted.